Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling dizzy all the time, and wondered if it could be the device and if the device was still working. Follow-up did not yield any additional relevant information regarding this event. The device remains in use. No further patient complications have been reported as a result of this event.